Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was undergoing programming of the scs system when the patient had a seizure. Reportedly the patient has a medical condition which is not related to scs system which causes these seizures. The patient was given oxygen and patient was doing well after few minutes.